Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a stone removal procedure. According to the complainant, when attempting to bow the device in the duodenum, it was noted that the cut wire was kinked. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a stone removal procedure. According to the complainant, when attempting to bow the device in the duodenum, it was noted that the cut wire was kinked. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the working length and distal tip with exposed cut wire was twisted and the exposed cut wire was bent/ kinked. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification but the bowing was not in plane due to the twisted tip/ bent wire. The condition of the returned unit was consistent with the complaint incident that the cutting wire was kinked. During manufacturing, tome devices are 100% inspected for cut wire and working length integrity so customer usage/ procedural factors (handle rotation) likely twisted the distal tip and bent/ kinked the cut wire and the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.